Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, failure to cross the lesion occurred. The physician was unsuccessful in crossing the lesion with a taxus express2 8.8% 2.5 x 12 mm and two 2.5 x 8 mm drug eluting stents. The physician was able to complete the procedure with another manufacturer's stent. No pt injuries or complications were reported.